Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 31 mg/dl. Customer also had blood glucose of 98 mg/dl. Customer reported that he experienced low blood glucose because he did not check his blood glucose when his sensor malfunctioned. Customer declined to process troubleshooting for low blood glucose and stated that the low blood glucose was occurred due to his fault and insulin pump was working properly. The customer was treated for the low blood glucose with glucose tablet. It was unknown if the customer was using auto mode or not. The insulin pump will not be returned for analysis.